Manufacturer narrative:
Device were not available in the last MDR, they become available later. Device received on the (B)(6) 2019 and analyzed on the (B)(6) 2019. Visual inspection performed by r&d knee manager the preliminary investigation has been confirmed also during the visual inspection. No additional conclusions can be drawn.

Event description:
Device received on the (B)(6) 2019 and analyzed on the (B)(6) 2019.

Manufacturer narrative:
Batch review performed on 26 june 2019: lot 178621: (B)(4) items manufactured and released on 15 march 2018 . Expiration date: 2023-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: knee revision performed 1 year after cemented total knee arthroplasty in a young ((B)(6) year old) woman. In the radiographic images provided, radiolucent lines are visible at the medial portion of the tibial implant profile and cement mantle can hardly be seen. Several variables influence the cementation process such as temperature (of the implants and of the room), time of insertion, presence of liquids, possible accidents during cement transportation or storage (e.g. Temporary temperature increase), and other possibilities not related to the implant. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 1 year and 1 month from the primary due to a tibial base loosening. No trace of septic contamination. The tibial base has been removed easily (cement was present everywhere in the explant). Also the liner has been removed.